Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passes the auto test but fails manual testing of the magnet mode. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2008. It was reported that the magnet used to turn the system off and on stopped working after the pt had surgery to remove scar tissue in his back. The pt programmer was functioning properly. A replacement magnet did not resolve the issue. The ipg was replaced and returned to ans for analysis. No further info is available.